Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose readings were reported. It was stated that the customer was non-responsive at the time of the call. It was also stated that the screen was blank on the insulin pump. No troubleshooting was done.